Manufacturer narrative:
Concomitant products: product ID 377660, lot # v016070, implanted: (B)(6) 2007, product type lead; product ID 377660, lot # v013772, implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implant was not working and p): not on. It was noted the caller did not know when the device stopped working. It was reported the patient has not followed up with a health care provider (hcp) or manufacturer representative regarding their implantable neurostimulator (ins). It was noted the patient stated it was a ¿mistake to have the implant.¿